Event description:
It was reported that the caller experienced intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issues by changing the infusion set and cartridge and then resuming insulin use.